Event description:
The user facility reported the unit was leaking water. The facility reported a large amount of water leaked, but the operators contained the leak using towels. No procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit, and found a broken drying valve piston. The unit was repaired, tested, found to be operational and returned to service.